Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The lv lead was deactivated. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The lv lead was deactivated and lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.